Event description:
It was reported that intermittently the kvp and ma would go to max on the 9800 system and the image on the left hand monitor goes white. The case was completed and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated a pin in the lemo receptacle cable. The system was tested and found to be working as intended and placed back into service.